Manufacturer narrative:
For 1 of the pending events, the investigation determined that the service actions resolved the issue. For 1 event, the investigation determined the sample probe was misaligned. Follow up actions include: the sample probe was replaced and re-adjusted. The analyzer was confirmed to be running back within specifications.

Manufacturer narrative:
For 3 events, the investigation determined that the service actions resolved the issue. For 2 event, the investigation is ongoing. For 4 events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were: 1 event: the service engineer ran a sample probe washes followed an air purge. 1 event: the investigation determined the sample probe was most likely clogged. 1 event: the field service representative changed the sample probe. 1 event: the field service representative tightened the reagent syringe. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>9</noe> malfunction events where non-reproducible result were received from the cobas 8000 cobas c 502 module. The events involved a total of 16 patients with the following: 1 ca2 calcium gen.2, 1 valp2 valproic acid, 6 apoat tina-quant apolipoprotein ver.2, 1 crpl3 c-reactive protein gen.3, 2 crep2 creatinine plus ver.2, 1 iga-2 tina-quant iga gen.2, 2 ureal urea/bun, 1 etoh2 ethanol gen.2, 1 ck creatine kinase. The known patient age was (B)(6) years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There known patient gender was male. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.